Event description:
A johnson (jnj) intraocular odyssey toric intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). The exact model was not provided. During one-week post-operative appointment, uncorrected vision was reported as 20/25-1 j3 and refraction was -0.50 sphere. Patient has blurry vision and she cannot get a clear focal point. Patient has difficulty reading or using the computer for more than two (02) minutes and difficulty with the eyes focusing together. Doctor noted that the lenses were well-centered. There has been no visual improvement since the implantation of the iol. Patient mentioned experiencing a distraction in her left field of vision, which she described as something floating, possibly a vitreous veil. She often finds herself closing the os and looking at things with just her od especially when things seem to significantly float in front of the os. On (B)(6) 2025, vision was reported as 20/20 od and os without correction, j6 up close oculus uterque (ou - both eyes), and refraction was pl-0.50 x. Patient is satisfied with distance but is very disappointed with her near uncorrected vision. She is insisting on having a + 2.25 add to read. Doctor feels that the issue is related to a vitreous veil in the os and dry eye more than the implants themselves. The suspect iol is not available for return as it remains implanted. No further information is available. The report for the right eye is captured in manufacturer report number 3012236936-2025-0002091.

Manufacturer narrative:
Additional information: section a-3b patient gender: section a-4 patient weight: section a-5 patient ethnicity: section a-6 patient race: section b-3 date of event: unknown/asked information was not provided. Section d-4 model number: unknown, as device serial number was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.